Manufacturer narrative:
According to dario's user guide, under the additional information section: "do not change your treatment based on a single result that is inconsistent with how you feel or if you believe that your test result could be incorrect". Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported that she was feeling the opposite of what her bg reading was showing on her dario meter. The user reported that she almost injected herself with more insulin. Due to the above, she compared her bg readings with other bg meters, and found those bg readings to be low.